Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The manufacturing representative (rep) reported he was about to go into the or. The physician was removing the implantable neurostimulator (ins) and possibly moving the paddle lead down for better coverage. The reason for revision was that the patient was not getting the stimulation where he would have liked it. The patient has been having this issue for a while. If additional information becomes available, a follow-up report will be submitted.